Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was 128 mg/dl. The customer received excessive no delivery alarm after they changed the entire set. The customer reported that the alarm occurred during bolus and only 4.5 units were delivered instead of 5 units. The customer was advised to troubleshoot and call back if needed.